Manufacturer narrative:
Other: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 91 (male: 45, female: 46), ages: 25 years to 85 years, bmi: 16.5 kg/square-metre to 57.4 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), corpectomy, posterior spinal fusion (psf), oblique lumbar interbody fusion (olif), kyphoplasty, posterior lumbar interbody fusion (plif). Levels implanted: lumbar, lumbar-sacral, thoracic, thoracic-lumbar, thoracic-lumbar-sacral as per this clinical evaluation report, it was reported that a total of 91 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of six evidence groups for analysis: degenerative disease (61 patients), trauma (6 patients), deformity (20 patients), failed fusion (2 patients), tumor (1 patient), and infection (1 patient). Post-op, of the 61 patients in the degenerative disease group, 7 patients had radiographic notes specifying fusion status, and successful fusion was noted for all 7 patients. Of all the patients from other 4 groups, none had radiographic notes specifying fusion status for any of the follow-up timepoints. In the degenerative disease group, 53 patients were recorded to have suffered from adverse events (ae). In this group, a total of 151 aes, of 44 different types were recorded. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": (a) serious adverse event: transient ischemic attack (1). (B) events related to spine fusion surgery: adjacent segment changes (7), facet arthropathy (8), knee infection from neurological monitor (1), nerve root swelling (1), new or worsening pain (1), painful hardware (2), sensation of implant (1). (C) revision surgery: three patients underwent a revision surgery. One patient was treated for adjacent segment changes. Two patients had hardware removal; the cause for removal is unknown for first one and the cause for the second one was new or worsening pain. (D) events related to continued thoracic/lumbar pain/discomfort: the primary complaints reported were associated with continued pain, stiffness, paresthesia, and muscle spasms. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort accounted for 20 different aes and 108 total events. (E) events related to general surgery: surgical wound bleeding (1), surgical wound pain (1). (F) other aes that may be related to general surgery a nd/or spine surgery: falls (3), nausea (1), vomiting (1). In the trauma group, 2 patients were recorded to have suffered from adverse events (ae). In this group, a total of 2 aes, of 2 different types were recorded. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": (a) events related to spine fusion surgery: adjacent segment changes (1). (B) revision surgery: one patient underwent a revision surgery due to adjacent segment changes. In the deformity group, 15 patients were recorded to have suffered from adverse events (ae). In this group, a total of 42 aes, of 26 different types were recorded. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": (a) events related to spine fusion surgery: adjacent segment changes (3), cauda equina syndrome (1), facet arthropathy (2), facet cysts (1), lumbar degeneration (1). (B) events related to continued thoracic/lumbar pain/discomfort: the primary complaints reported were associated with continued pain, stiffness, paresthesia, and muscle spasms. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 12 different aes and 24 total events. (C) events related to general surgery: orthostatic hypotension (1), surgical wound abscess (2), surgical wound pain (1). (D) other aes that may be related to general surgery and/or spine surgery: constipation (2), falls (1). In the failed fusion group and tumor group, no adverse event (ae) was reported. In the infection group, 1 patient had 2 adverse events (ae). The following are the adverse events reported in this group with the number of events mentioned in brackets "()": (a) serious adverse event: cerebrospinal fluid leak (1). (B) event related to spine fusion surgery: surgical wound dehiscence (1). All taken together, the aes and fusion data indicate that the alleged spinal system is safe and performs as intended. No new or emerging risks were identified.